Manufacturer narrative:
The product has been discarded by the customer. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving higher readings while wearing a adc freestyle libre sensor when compared to readings obtained from a hcp device. The customer contacted her hcp after receiving a reading of 450 mg/dl via sensor scan. The customer indicated she did not perform a finger stick test as she trusted the sensor scan reading. The customer's hcp recommended for the customer to increase her insulin dose (type unknown) from 11 units to 14 units. The customer self-administered the insulin and subsequently the customer became hypoglycemic and obtained a reading 50 mg/dl on an unspecified meter and was admitted to the hospital for a few days. While in the hospital, the customer obtained a sensor scan result of 403 mg/dl compared to a blood glucose reading of 250 mg/dl obtained on a hospital device. Specific treatment provided to the customer while in the hospital was not provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving higher readings while wearing a adc freestyle libre sensor when compared to readings obtained from a hcp device. The customer contacted her hcp after receiving a reading of 450 mg/dl via sensor scan. The customer indicated she did not perform a finger stick test as she trusted the sensor scan reading. The customer's hcp recommended for the customer to increase her insulin dose (type unknown) from 11 units to 14 units. The customer self-administered the insulin and subsequently the customer became hypoglycemic and obtained a reading 50 mg/dl on an unspecified meter and was admitted to the hospital for a few days. While in the hospital, the customer obtained a sensor scan result of 403 mg/dl compared to a blood glucose reading of 250 mg/dl obtained on a hospital device. Specific treatment provided to the customer while in the hospital was not provided. There was no report of death or permanent injury associated with this event.